Event description:
A customer reported an issue with the incorrect time displayed on their device, which was greater than a five-minute discrepancy from the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurred. The customer understood and acknowledged the guidance provided.